Event description:
A malfunction on the pump was reported by the customer, leading to the display of a resettable malfunction code where the issue reoccurred after resetting. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the customer with resetting the pump and decided to replace it. The customer was informed about using a backup insulin pump.